Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 234 mg/dl. Customer changed the battery and the reservoir. Customer also cleaned the reservoir housing and still received a button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.